Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device has been received. Investigation is not complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified and scarred left common femoral artery was attempted using a starclose se device with a 6f sheath after an percutaneous transluminal angioplasty (pta) in the superficial femoral artery (sfa). Reportedly, after the clip was deployed, hemostasis was not achieved. After the starclose se device was removed from the anatomy the clip had not "detached from the system". Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be in-training in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported clip deployed on distal end of the sheath was not confirmed as the clip was not returned and there was no damage noted to the sheath. The reported experience appears to be related to operator error because the device was used in a calcified access site. The treatment appears to be related to procedure circumstance. A review of the complaint handling database identified no similar incidents from this lot; however, based on the expanded investigation, a product issue possibly related to manufacturing was identified. The returned device analysis indicated a potential product issue as the trigger button spring was outside of the trigger button and located between the garage block and pusher block. The issue will be addressed per operating procedures. The performance of these devices will continue to be monitored.